Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) triggered an alert due to a charge circuit warning. It was noted the device exhibited end of service (eos) with a long charge time. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device could provide a 35 joule (j) charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. No hybrid anomalies were found. Battery found no internal short. Partial lithium (li)-severing was observed leading to reduced anode surface area. Review of the save-to-disk data showed an excessive charge time event before recommended replacement time (rrt) and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) triggered an alert due to a charge circuit warning. It was noted the device exhibited end of service (eos) with a long charge time. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.